Manufacturer narrative:
"Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective electrode. The fse replaced the sodium electrode to resolve the issue. Date of birth: information not provided by customer. Weight: information not provided by customer. Ethnicity: information not provided by customer. Section initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.